Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they were hospitalized for a high of 32 mmol/l. The customer also reported a compromised force sensor system alarm on the insulin pump. Customer reported they attempted to change the infusion set six times, but the insulin pump did not work. The customer was hospitalized as a result of the alarm. The customer reported their blood glucose was 6 mmol/l at the time of the call. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, self-test and unexpected restart error test. All operating currents are within specification. Off no power alarm functioned properly. The insulin pump alarmed prime during basic occlusion test due to cracked end cap. We were unable to perform the occlusion test and excessive no delivery test due to prime alarm. The insulin pump had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.